Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, 5 separate isolates for the same patient were falsely classified as carbapenemase-producing. This led to inappropriate antimicrobial treatment decisions, non-indicated isolation precautions during hospital stay and transportation, and epidemiological and public health involvement. See also medwatch report mw5118330. The following information was provided by the initial reporter: did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): 1. What result did the customer obtain from the bd product? Positive cre producer . 2. What result was the customer expecting to obtain (if different from the obtained result) negative cre producer. 3. Was this a qc, validation, or proficiency test? Clinical sample. 4. Was patient treatment changed as a consequence of the issue with results? Inappropriate antimicrobial treatment decisions, non-indicated isolation precautions during hospital stay and transportation, and epidemiological and public health involvement. The bd m50 phoenix microbial identification and antimicrobial susceptibility testing system misidentified a patient's bacterial isolate as a carbapenemase producer. With no further action recommended by bd, the patient chart was flagged to alert providers, teams, and infection preventionists of this highly resistant bacteria. As per medwatch report: the bd m50 phoenix microbial identification and antimicrobial susceptibility testing system misidentified a patient's bacterial isolate as a carbapenemase producer. With no further action recommended by bd, the patient chart was flagged to alert providers, teams, and infection preventionists of this highly resistant bacteria. The patient of concern has had multiple cultures obtained within the course of 8 months and the bd phoenix system has falsely classified patient isolates as carbapenemase-producing on 5 separate occasions. Unfortunately, this patient is not the only patient with microorganisms testing as false-positive for carbapenemase detection, indicating a pervasive issue with bds processes and causing multiple patients to have flags on their chart for drug resistant organisms that they may never have had. After a patient has a carbapenemase producing organism detected from a clinical specimen, many facets of their care are affected and outreaching effects can be observed. Implications of unnecessary patient chart flagging include but aren't limited to: inappropriate antimicrobial treatment decisions, non-indicated isolation precautions during hospital stay and transportation, and epidemiological and public health involvement. Bds lack of initial instrument training, lack of adequate technical support in handling this issue, and half-hazard follow-through to resolve this issue is not only extremely frustrating as lab personnel, but hazardous to multiple patient care scenarios. This is a qualitative test that when "detected", "carbapenemase-producer" will be added on to the result for the patient chart. If the test does not detect the carbapenemase production, there is only an absence of the result.

Manufacturer narrative:
H.6 investigation summary: a complaint of " false positives "was received against phoenix m50 instrument. Bd remote services confirmed with customer and there were no instrument failures. This complaint is an unconfirmed failure of bd product and root cause was unknown. Device history record review for the instrument is not required for this complaint as the instrument serial number was not provided. Service history review was not able to be performed for this instrument as the serial number was not provided. Samples were not received by quality for investigation and thus returned material investigation could not occur. Complaints for "results" are under statistical control for the month of (B)(6) 2023. The upper control limit was not breached. Quality will continue to monitor the ¿results" and no new trends have been identified.

Manufacturer narrative:
Medwatch report mw5118330. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, 5 separate isolates for the same patient were falsely classified as carbapenemase-producing. This led to inappropriate antimicrobial treatment decisions, non-indicated isolation precautions during hospital stay and transportation, and epidemiological and public health involvement. See also medwatch report mw5118330. The following information was provided by the initial reporter: did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): 1. What result did the customer obtain from the bd product? Positive cre producer . 2. What result was the customer expecting to obtain (if different from the obtained result) negative cre producer. 3. Was this a qc, validation, or proficiency test? Clinical sample. 4. Was patient treatment changed as a consequence of the issue with results? Inappropriate antimicrobial treatment decisions, non-indicated isolation precautions during hospital stay and transportation, and epidemiological and public health involvement. The bd m50 phoenix microbial identification and antimicrobial susceptibility testing system misidentified a patient's bacterial isolate as a carbapenemase producer. With no further action recommended by bd, the patient chart was flagged to alert providers, teams, and infection preventionists of this highly resistant bacteria. As per medwatch report: the bd m50 phoenix microbial identification and antimicrobial susceptibility testing system misidentified a patient's bacterial isolate as a carbapenemase producer. With no further action recommended by bd, the patient chart was flagged to alert providers, teams, and infection preventionists of this highly resistant bacteria. The patient of concern has had multiple cultures obtained within the course of 8 months and the bd phoenix system has falsely classified patient isolates as carbapenemase-producing on 5 separate occasions. Unfortunately, this patient is not the only patient with microorganisms testing as false-positive for carbapenemase detection, indicating a pervasive issue with bds processes and causing multiple patients to have flags on their chart for drug resistant organisms that they may never have had. After a patient has a carbapenemase producing organism detected from a clinical specimen, many facets of their care are affected and outreaching effects can be observed. Implications of unnecessary patient chart flagging include but aren't limited to: inappropriate antimicrobial treatment decisions, non-indicated isolation precautions during hospital stay and transportation, and epidemiological and public health involvement. Bds lack of initial instrument training, lack of adequate technical support in handling this issue, and half-hazard follow-through to resolve this issue is not only extremely frustrating as lab personnel, but hazardous to multiple patient care scenarios. This is a qualitative test that when "detected", "carbapenemase-producer" will be added on to the result for the patient chart. If the test does not detect the carbapenemase production, there is only an absence of the result.